Event description:
Pt had the aicd placement on (B)(6) 2011. Subsequently developed septic shock and found to have a necrotic bowel. He experienced persistent bacteremia not responsive to antibiotic therapy. Aicd infection suspected. On (B)(6) 2011, pt underwent a small bowel resection for ischemic bowel and removal of the aicd device.